Event description:
A report that the pt was receiving inadequate pain coverage was received. A bsn rep met with the pt and discovered high impedance readings. Attempts were made to resolve the issue through troubleshooting and reprogramming but they were unsuccessful. The pt underwent a lead revision surgery where the pt's lead continued to exhibit high impedances. The pt's lead was replaced. After the procedure the pt was reportedly doing well.